Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11001. It was reported, the pt was not receiving full stimulation. The sjm representative met with the pt and determined the impedances for the lead were low. The pt pointed out the lead was visible under the skin in the back area. X-rays were taken to try to determine the cause of the impedance issue. Using the x-rays the physician suspected a possible lead fracture and / or the lead had slightly separated from the ipg. Follow up identified the physician planned surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.